Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a fluid leak was discovered after a patient had been disconnected from treatment for peritoneal dialysis therapy. Leading up to the event, the patient ended therapy and the patient¿s contact disconnected the patient from their cycler to go to an appointment. The supplies were left untouched in the machine. When the contact returned home, they discovered fluid underneath pump a and pump b in the cassette door. The cause of the leak was unknown. There were no reported alarms that coincided with the leak. It was unknown during which phase of therapy the leak began. The technical support representative advised the contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse of the event. There was no patient injury or medical intervention resulting from the leak. The patient received a replacement cycler and has been able to continue with peritoneal dialysis therapy without complications. The cassette used at the time of the leak was no longer available for evaluation. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An internal and external visual inspection was performed with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A simulated treatment was completed on the cycler without any failures or problems. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.